Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture and exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for evaluation. Visual inspection, x-ray examination and electrical testing were normal with no anomalies noted. The lead connector passed insertion testing into the test implantable cardioverter-defibrillator device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications.